Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (unable to recognize a therapy electrode connection) has been confirmed.  Upon investigation the monitor failed incoming testing and was unable to recognize an ECG waveform.  The cause for the failure was isolated to a defective u612 inverting charge pump on the computer/analog pca, and a thermally damaged c655 component. The root cause for the defective u612 and c655 components could not be positively identified.  Root cause investigation of similar failures has determined that damage to the electrode belt cables can cause damage to the u612 inverting charge pump. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to recognize a therapy electrode connection.